Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary 10x60mm stent has been implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed early this year. According to the complainant, on an unknown date, the patient presented with jaundice. On (B)(6) 2019, the patient was scheduled for an ercp procedure. Imaging was performed and the stent was found blocked due to ingrowth and needed cleaning. Reportedly, the stent remains implanted and the physician was comfortable leaving the stent in place. Additionally, the patient was sent for surgery. Additional information received on july 23, 2019. According to the complainant, it is unknown when the stent blockage was confirmed. The patient was sent for surgery due to failed ercp. It is unknown if there was any relationship between the surgery and the stent.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 06/01/2019 as no event date was reported. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 2423 captures the reportable event of stent blocked/ occluded. Patient code 2187 captures the reportable event of jaundice. Patient code 3191 captures the reportable event of surgery. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: block e1 (initial reporter's address) has been corrected.

Event description:
It was reported to boston scientific corporation on june 27, 2019 that a wallflex biliary 10x60mm stent has been implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed early this year. According to the complainant, on an unknown date, the patient presented with jaundice. On (B)(6) 2019, the patient was scheduled for an ercp procedure. Imaging was performed and the stent was found blocked due to ingrowth and needed cleaning. Reportedly, the stent remains implanted and the physician was comfortable leaving the stent in place. Additionally, the patient was sent for surgery. Additional information received on july 23, 2019. According to the complainant, it is unknown when the stent blockage was confirmed. The patient was sent for surgery due to failed ercp. It is unknown if there was any relationship between the surgery and the stent.

Manufacturer narrative:
Block b5 has been updated with additional information received on july 23, 2019. Block b3: date of event: date of event was approximated to 06/01/2019 as no event date was reported. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 2423 captures the reportable event of stent blocked/ occluded. Patient code 2187 captures the reportable event of jaundice. Patient code 3191 captures the reportable event of surgery. Block h10: the complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a wallflex biliary 10x60mm stent has been implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed early this year. According to the complainant, on an unknown date, the patient presented with jaundice. On (B)(6) 2019, the patient was scheduled for an ercp procedure. Imaging was performed and the stent was found blocked due to ingrowth and needed cleaning. Reportedly, the stent remains implanted and the physician was comfortable leaving the stent in place. Additionally, the patient was sent for surgery. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.